Manufacturer narrative:
Correction: product ID:990045 product type: guidewire was added as a concomitant product initially in error, please redact its addition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012965556 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter could not be flushed. During device compatibility testing, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at 3 inches from proximal end of the catheter luer. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During further inspection to verify the integrity of the catheter sub-components, no anomalies were identified. During further inspection of the handle, dry blood was observed inside of the guidewire lumen. In conclusion, the reported air ingress was not confirmed during analysis. There were guidewire insertion issues due to the presence of dried blood. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first applications of a cardiac ablation procedure, a lot of bubbles were visible on intracardiac echocardiography (ice) despite good contact. Different positioning and spots were tested before changing the catheter. Additionally, a general concern was raised regarding the design of the guidewire, described as too floppy and feeling "cheap," which required multiple attempts to introduce the sheath into the superior vena cava and left atrium. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath; product ID: 990045, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.